Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient reported that all the keypad buttons were sticking and required multiple presses for a response. At the time of troubleshooting, the patient confirmed the keypad was intact. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission 06/19/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. The keypad buttons did not have spring back or click normally. There was evidence of keypad contamination found under key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.